Event description:
Additional information from the field representative indicated that it was determined that the device did shock the patient appropriately for ventricular fibrillation (vf) which was the reason the patient passed out. That shock triggered the device to elective replacement indicator (eri) as it was approaching eri prior to the shock. The device was explanted for normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was sitting on his side talking on the phone, dropped the phone and was not responsive. The patient awoke and contact technical services (ts). The patient was advised to contact their physician. Additional information indicated that this device was explanted due to normal battery depletion. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.